Event description:
While inserting a screw into a distal humerus plated, the head of the screw broke off. In order to remove the broken screw, the surgeon had to remove a few other screws and the plate. All broken fragments were removed and the plate and screws were reinserted in order to complete the procedure. Reportedly, the patient had hard bone. Screw was discarded by the hospital.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. This device is used for treatment.